Event description:
Pt sample with glucose result of 4 mg/dl. Sample was also noted as having - 1 mg/dl results when run on different instruments using same methodology. Dta provided on same sample tested using different methodology gave result of 39 mg/dl. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.